Manufacturer narrative:
(B) (4). (B) (4). The phacoemulsification machine and handpiece were examined and tested. The machine was evaluated by an amo service tech at the customer's location. There were no issues detected with the operation of the machine. The phacoemulsification handpiece was returned to MFR for evaluation. No issues were detected with the operation of the handpiece. The device meets all performance criteria. The cause of incident experienced by the customer was not able to be determined.

Event description:
During a cataract extraction procedure, the clinic reported experiencing a corneal burn in the pt's operative eye. The burn occurred at the initiation of the procedure. The pt required one unanticipated suture to close the wound. The pt is expected to have a good outcome.